Event description:
The balloon catheter was being utilized in a dialysis graft. Upon attempt to deflate, the balloon would not deflate. The physician was able to puncture the balloon through the skin. It should be noted the physician utilized 100% contrast in inflation.